Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to femoral loosening which contributed to the patient's pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This is 2 of 4 reports being filed for the same patient (reference 2648920-2017-00047 / 00048, 1822565-2017-00524 / 00525).

Event description:
Patient reports ongoing pain, stiffness, and joint swelling in her operative knee.